Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had the entire image disappear. The issue was found during an unspecified procedure that was completed with the same device. There were no reports of patient harm.